Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other bmw guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately calcified left anterior descending artery. It was noted that during an attempt to shape the tip of a balance middleweight 014 (bmw) guide wire (outside of the anatomy), the tip was noted to be peeling. Therefore, the device was replaced with another bmw 014 guide wire; but peeling of the tip was also noted on this device. Another unspecified bmw guide wire was then used to successfully complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.